Event description:
It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis (pd). The patient was not hospitalized for the event. The cause of the peritonitis was unknown. Treatment was not reported. Pd therapies were ongoing. The patient recovered from the event of peritonitis. Additional information was requested but is not available. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for potentially associated lot number 12g18h25 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined. Should relevant additional information become available, a follow-up report will be submitted.